Manufacturer narrative:
As reported, the patient experienced chronic rheumatic inflammation (all joints), granulomatous inflammation and a significant drop in platelet count post implant of perfix light plug. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative complication. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per ansm report ((B)(4)): as reported, on (B)(6) 2025 the patent underwent strangulated inguinal hernia repair with the implant of perfix light plug. Date of occurrence: (B)(6) 2025. Description of the incident: chronic rheumatic inflammation (all joints). Date: (B)(6) 2025: clinical history: the patient was seen in the ER for incarcerated right inguinal hernia and underwent reduction with monitoring and referral for hernia repair in scheduled surgery. Supine position, general anesthesia, orotracheal intubation. Procedure: right inguinal incision via direct approach after infiltration with naropain 7.5. Crossing of the various musculo-aponeurotic planes. A crural hernia was indeed found with a hernial sac containing omental fat, which was resected. Insertion of a large plug (perfix light plug) into the crural orifice, secured with cardinal sutures. Closure layer by layer. Skin staples pathological anatomy and cytology unit excerpt from the examination report on the sample taken on (B)(6) 2025. Clinical information: treatment of strangulated inguinal hernia with prosthesis. Inguinal lymphadenopathy fixed in pet scan. Investigation for hematological disease or inflammatory granuloma on foreign bodies. Report: a fragment measuring 2 x 1.5 x 1 cm, appearing more fibrous than ganglionic. The entire sample was included. Microscopically, it is fibrous tissue containing a fairly abundant lymphocytic inflammatory infiltrate and numerous foreign particles refracting polarized light, surrounded by macrophages and multinucleated giant cells. These particles vary in shape, most often rectangular or oval, and are highly refractive. The morphological characteristics are consistent with polyethylene debris. Conclusion: resorptive granulomatous inflammation on prosthetic particles with a morphology consistent with polyethylene debris. No evidence of malignancy. Current patient status: currently hospitalized due to a significant drop in platelet count (down to 1,000 at its lowest).